Event description:
It was reported that within one week of implant, lead dislodgement was noted, along with double counting, oversensing, and noise. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2014. (B)(4).